Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed the cartridge and infusion set. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.